Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a critical error code was found in the ventilator's downloaded error log. The device's sensor board needs to be replaced to address the issue. This device was determined not appropriate for patient use in its current condition. No repairs will be made to the device due to insect infestation and a urine smell.